Event description:
It was reported that a patient experienced and was hospitalized for fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with injection (inj.) Fortum, 1g/day, and inj. Vancomycin, 2g/5th day, for the peritonitis. Action taken with the pd therapy was not reported. It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). On (B)(4) 2013 further information was received related to the event. It was reported that the patient's catheter was removed and that the patient has recovered from the peritonitis. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.